Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that daughter was taken to the emergency room because of high blood sugar on (B)(6) 2019 with blood glucose level of over 500 mg/dl. Customer also mentioned blood glucose level of 208 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not called back to perform an high pressure test. Customer's mother reported that they need new insulin pump because the current insulin pump did not worked as it should. Customer was insisted on insulin pump replacement. Customer was explained that we have formulated these troubleshooting steps to ensure insulin pump was completely operational and working safely by covering common factors. Customer declined to continue insulin pump troubleshooting for possible causes of high blood glucose. The customer was treated by insulin drip. Based on customer report customer does allege insulin pump was under delivering because they had high blood glucose. The insulin pump will be and reservoir will not be returned for analysis.